Manufacturer narrative:
The investigation into the reported issue has been completed. Console logs from the reported day of event are inconsistent with complaint as there were no entries after (B)(6) 2022. Analysis of the logs prior to that date suggested that the reported issue was presumably a duplicate of previously reported issue. Testing of the console, that was conducted and did not reveal any deficiencies that would be related to placement signal or motor current. Nevertheless, console's inspection revealed some irregularities: cracked blue retainer (purge pressure disk retainer), and purge pressure sensor out of spec (fails 1650mmhg test point). The cause of the issue was a defective component. No corrective action is recommended at this time because the failure was determined to have a risk as low as practical (alap). Failures of this type will be monitored for trends. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that the aic was unable to get accurate readings/waveforms. There was no patient harm reported.